Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 06/08/2020 ten 30842e-0006 samples were received for investigation in sealed packaging eight from lot 20035398 and two from lot 20035397. Additionally, the customer provided photographs of the affected sample analysis of the photographs confirmed the customer's experience with the smartsite observed to be oval in shape. A visual inspection of each of the returned samples did not identify any signs of damage or manufacturing defect which could have contributed to the customer's experience; furthermore no oval shaped smartsites were observed. The samples were then subjected to pressure testing; no leakage was observed throughout testing of any of the returned products. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20035397 and 20035398 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note the customer indicated that lot 20023579 was amongst the affected lots, however a review of the production records did not identify any product related to this lot number. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Please note, previous similar investigations have determined that the cause of this issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that there is no general increased trend for oval smartsite® valves. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit). H3 other text : see section h.10.

Event description:
It was reported that an 10 units of pca 1 y-ss conn set experienced leakage. The following information was provided by the initial reporter: the sets are leaking from the smartsite port. On investigation the affected batches have an oval shaped injection port. When any pressure is put through the line, such as when drugs are administered through another port along a patients intravenous line, fluid/drugs leak back out through the smartsite port. Quantity involved 10

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20035398. Medical device expiration date: 03/04/2023. Device manufacture date: 03/04/2020. Medical device lot #: 20035397. Medical device expiration date: 03/04/2023 device manufacture date: 03/04/2020.

Event description:
It was reported that an 10 units of pca 1 y-ss conn set experienced leakage. The following information was provided by the initial reporter: the sets are leaking from the smartsite port. On investigation the affected batches have an oval shaped injection port. When any pressure is put through the line, such as when drugs are administered through another port along a patients intravenous line, fluid/drugs leak back out through the smartsite port. Quantity involved: 10.